Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred. Additionally, it was reported that multiple cartridge alarm (alarm 25) occurred. Customer's blood glucose level ranged between 300-400 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.